Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was not showing online. The storage space failure had occurred, and the tower door exhibited the same type of failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 16245778 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn 16245778 was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the pyxis system was not showing as online, a storage space failure had occurred, and the tower door exhibited the same type of failure. The field service engineer (fse) verified the issue and confirmed that a ghost failure was present, with the device showing a failure state while no recoverable items were identified in the storage space configuration.the fse attempted to clear the failure by manually failing the door and performing recovery procedures, however the issue persisted, and after customer input regarding a specific door, the door latch was replaced without resolution; further inspection indicated that all doors had failed, requiring escalation to a customer support center (csc) agent for advanced door scripting, after which continued assistance from the csc involved server and database remediation attempts, reimaging efforts, and validation following an upgrade, with the final determination that the device required restaging and rebuilding, including creation of a new device record, inventory transfer, verification of communication, and onsite guidance to the customer for efficient medication assignment and loading, with confirmation that the system was operational and the customer was satisfied prior to departure. The system functioned as intended after field service engineer repaired the device.